Event description:
A distributor service tech called pelton & crane technical support for assistance because the distributor could not get the pelton & crane helios 1800 dental light to turn on. During the trouble shooting process, the distributor removed the metal cover exposing the light circuit board and an unk short occurred causing the polyswitch (overcurrent protection device) on the circuit board to allegedly ignite. There were no injuries reported.

Manufacturer narrative:
Upon eval of the dental light it was observed that the polyswitch (overcurrent protection device) on the circuit board had overheated as a result of an unk short during servicing of the light. Pelton & crane performed numerous tests trying to duplicate the failure; however, none of the tests produced the reported failure.